Event description:
It was reported that a spectrum pump displayed ac connect and disconnect while on battery power. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of ac connect and disconnect messages during startup of the device on battery power, but could not reproduce it during evaluation. Evaluation found chaffing of the backflex where it comes into contact with the right screw on the scanner bracket, which caused the reported symptom. The back flex was replaced to correct this condition.